Manufacturer narrative:
Investigation: defect: leakage past the stopper. It has been received 1 used sample of 50ll lot 1606241p. On visual inspection of the used sample received it can be observed leakage between stopper ribs. The stopper is correctly assembled to the plunger and no damage or molding defect can be observed in the syringe that could have caused leakage. Ten retained samples of lots 1705223p, 1706230p and 1606241p are evaluated. On visual inspection of these 30 retained samples, it can be observed the stopper is correctly assembled to the plunger in all of them and no damage or molding defect can be observed in the syringe that could have caused leakage. DHR of lots 1705223p, 1706230p and 1606241p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-302, jg-303 and jg-304). Process visual inspection, assembly 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift, packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Leak test is not carried out with the used sample received since syringes are single used and the functional characteristic could not be reliable. It is disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. Leak test is carried out with the 30 retained samples according to procedure pc-039 and iso (B)(4). The 30 samples meet iso (B)(4). They are disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. This issue is not related to a manufacturing defect. Since no incidence happened during manufacturing process and retained samples meet iso (B)(4), a definitive root cause cannot be determined. Equipment used for testing: instrument calibration period, stopper leak test fixture #63-145 n/a, manometer #26-301, 05-jan-2017 / 31-jan-2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705223p, medical device expiration date: 04/30/2022; device manufacture date: 05/15/2017; medical device lot #: 1706230p; medical device expiration date: 05/31/2022; device manufacture date: 06/15/2017; medical device lot #: 1606241p; medical device expiration date: 05/31/2021; device manufacture date: 06/07/2016. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that chemotherapy medication leaked from the bd plastipak¿ 50ml concentric luer lock syringe. There was no report of injury or medical intervention.